Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 7.1 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response duet o corroded keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.